Manufacturer narrative:
A sample is available for eval. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while preparing a pt for a MRI, a 22 gauge bd insyte autoguard shielded IV catheter was attempted to be placed in the pt's antecubital area. The insertion attempt was unsuccessful and as the clinician removed the catheter, a pop was felt and upon inspection of the catheter, it was noticed that the tip was missing. The tip of the catheter could be palpated under the pt's skin and attempts to remove it were unsuccessful. The pt received a CT scan which visualized the retained catheter tip in the pt's subcutaneous tissue. The decision was made to leave the piece of catheter in place as it was unlikely to cause any clinical symptoms.